Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report a hospitalization due to high blood glucose. The current blood glucose reading is 183 mg/dl. The blood glucose reading at the time of the event was 420 mg/dl. Customer stated that she woke up with high blood glucose. The hospital staff changed the set and issue was resolved. Nothing further reported.